Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where current patient list was not showing. A technical support specialist (tss) verified the medication application log via the remote support service (rss). The tss stated that the message indicates the device currently has more than 300 active patients assigned, which exceeds the maximum number of patients the system can support. Once the device reaches this limit, it will stop displaying patients on the all-patients list. The tss also explained that to resolve this issue, the patient count on the device must be reduced and shared two recommended options which were enable auto discharge or reconfigure units/areas. The tss confirmed from the customer that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient list was created by user, but not all patients were displayed, and the user had to filter the list by searching for each individual, as a message appeared stating, ¿there are too many patients on the list; enter first name, last name, or ID to filter the list the customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.